Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and hospitalization of the event were not reported. On an unreported date, the patient was treated with intraperitoneal cefazolin and tobramycin for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.